Event description:
It is reported when the stretcher crossed the floor threshold, the wheel slid into the crack. The caregiver reportedly grabbed the stretcher to prevent a patient fall and strained his back.

Manufacturer narrative:
Investigation underway.